Event description:
It was reported that the patient's right ventricular (rv) lead had low pacing impedance. The rv lead was capped and replaced. After the operation, the patient reported diaphragmatic stimulation. The patient's left ventricular (lv) lead was reprogrammed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted (B)(6) 2001; 310f27 heart valve, implanted: (B)(6) 2004. (B)(4).